Event description:
The customer reported the power cord had a hole in it and there were sparks when the system was plugged in. No pt or staff injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cable. The system operates as intended.